Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained elevated atellica im enhanced estradiol (ee2) lot 106 results on (B)(6) 2025 on serum samples from a postmenopausal 63-year-old female. The elevated atellica im ee2 results were not questioned at the time as the patient was referred to this customer site for confirmation testing only. The patient was later tested at a hospital laboratory ((B)(6) 2026) with an alternate estradiol method and a positron emission tomography-computed tomography (pet-CT) was performed with no findings. The patient ultimately underwent oophorectomy ((B)(6) 2026) and the physician who performed the post-operative check-up on the patient ((B)(6) 2026) believes that the oophorectomy was an unnecessary medical procedure. Subsequently, siemens has been notified that the results obtained by this customer on (B)(6) 2025 are now in question. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained elevated atellica im enhanced estradiol (ee2) lot 106 results on(B)(6) 2025 on serum samples from a postmenopausal 63-year-old female. The elevated atellica im ee2 results were not questioned at the time as the patient was referred to this customer site for confirmation testing only. The patient was later tested at a hospital laboratory ((B)(6) 2026) with an alternate estradiol method and a positron emission tomography-computed tomography (pet-CT) was performed with no findings. The patient ultimately underwent oophorectomy ((B)(6) 2026) and the physician who performed the post-operative check-up on the patient ((B)(6) 2026) believes that the oophorectomy was an unnecessary medical procedure. Subsequently, siemens has been notified that the results obtained by this customer on (B)(6) 2025 are now in question.